Event description:
It was reported the insulin pump quit working and customer had to revert to back up plan. Customer's mother stated the insulin pump was not dispensing, it turned back on again and it did not finish dispensing. Customer's mother was not sure if the cut off was a blank display or alarm. Customer was advise to call back to do full troubleshooting on the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-51538.